Event description:
It was reported that the system would not make x-rays and the unit was down. This resulted a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connector was repaired and the filmer detent switch was adjusted during the service call. The system was tested and found to be working as intended and put back into service.